Event description:
When deploying stent into rca, balloon ruptured causing slow flow throughout the vessel. Aspiration catheter used to restore flow along with nicardipine ic, st elevation noted during intervention but was resolved once full flow was restored.